Event description:
Customer claims no alarm tone when the belt is detached, the sensor was tested with working alarm and there was no patient injury or incident reported.

Manufacturer narrative:
(B)(4). The product has been requested to be returned but has not been received.